Manufacturer narrative:
The subject device was received and evaluated. During incoming inspection leakages were found at a-rubber, biopsy channel and switch 1. The customer reported issue of "leaking at a-rubber" was confirmed. Furthermore, inspection found the nozzle was found clogged with foreign material. The a-rubber has foreign material and found damaged, scratched. Additionally, the following defects/findings were identified during device inspection: due to damage on sw1, water tightness is lost. Forceps channel port found deformed. Air/water (aw-cylinder) has discoloration. Blue paint around air/water cylinder missing. Scope cylinder (s-cylinder) has discoloration. Red paint around suction cylinder missing. Scope cover (s-cover) has a scratch. Control unit has a scratch due to shortcut of switch cable (sw cable), control unit gets warm. Sc cover unit has a scratch. Plate has corrosion due to water leakage. ID-cover has corrosion due to water leakage. S-connector has corrosion due to water leakage. Scope ID has corrosion due to water leakage. El-connector has corrosion due to water leakage. Ccd-fpc has corrosion due to water leakage. Ee ID fpc has corrosion due to water leakage. Shield plate has corrosion due to water leakage. Due to a cut on a-rubber, water tightness is lost. Due to damage on ch-tube, water tightness is lost due to damage on a-rubber, insulation resistance value at distal end does not meet the standard value. C-cover has a dent. Connecting tube has a scratch. Service repair noted the reported fault likely a result of mishandling, major repair is required to return the device to original equipment manufacturer (OEM) specifications. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "leaking at the bending part" found during reprocessing/preparation for use. No harm reported. No patient injury, no user injury reported. Device evaluation found the device nozzle clogged and the a-rubber (bending section). Has foreign material. This report is being submitted for clogged nozzle and foreign material found on nozzle and a-rubber (handling issue, insufficient reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material in the bending section cover was due to physical damage of the device. However, a final root cause of the foreign material in the nozzle and bending section cover was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.